Event description:
Daughter called on behalf of mother. States her mother was diagnosed with breast cancer lymphoma stage 3 (B)(6) 2022. She states the diagnosis is related to use of mentor breast implant which was implanted (B)(6) 2006 and explanted (B)(6) 2021. Per reporter, mother has received 6 rounds of chemo therapy thus far. Reference: mw5115060.